Event description:
At 11:30 pm, na/r came to get nurse, stating resident was on the floor. Found resident with head between 1/2 siderail and mattress - face down, feet on the floor. Resident assisted to bed - oxygen was off at this time - nasal cannula placed in nose by nurse. Resident did not breathe for first 3 mins of assessment. No response to stimuli. Dr notified 11:45 pm stated monitor neuros, call with any changes. Dr phoned three times on 4/20/96 due to respiratory problems. Dr visited 4/22/96 progress notes indicated very difficult problem of copd/respirator failuire, right hear failure, severe aortic stenosis and associated left heart failure. Dr re-checked 4/24/96 progress notes indicate complaints of abdominal pain, main finding anemia, appears better today.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: patient's condition - predisposed event. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.